Event description:
Patient visited to hospital to investigate since making a big noise from hip joint area and feeling severe pain whenever patient moves. X-ray results showed that ceramic head fractured, so revision surgery was done by surgeon same day. Ceramic head, insert & stem was exchanged by surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.